Event description:
Customer reportedly received results of 460 mg/dl and 122 mg/dl within 10 minutes on the same device. No low blood or high blood symptoms reported. No action was taken on device results. No adverse event reported. Level 1 control was used and reportedly fell within range. Requested return of suspect device.